Manufacturer narrative:
Further analysis was performed it was noted that the encoder assembly was out of specification electrical and that the encoder shafts were contaminated with rust. It was also noted that all four control knobs were contaminated with rust. It was also noted that the lower case was broken by the ventricular output. It was also noted that main seal was broken with the lower part by the battery drawer missing. It was also noted that all four encoder nuts and one case screw were contaminated. It was further noted that the shorting bar was corroded and that both output connector nuts were discolored. Furthermore it was noted that both wires on the liquid crystal display (lcd) were pinched however the insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment as the ventricular output dial of the external pulse generator (epg) was not adjusting correctly. Both output connectors were broken. The hanger was broken. Multiple errors noted in device log requiring printed circuit board replacement. The upper and lower case halves were contaminated with adhesive. The keypad window is scratched. The battery drawer shorting bar was corroded. Correction d9 return date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a knob on the external pulse generator (epg) was not working correctly. It was noted that the numbers on the display only changed by plus or minus one digit when knob was turned. The epg returned into service. There was no patient involvement.